Event description:
It was reported that the pump battery was not charging. After leaving pump charging for an additional amount of time, the battery was able to be charged. There was no reported adverse impact to the customer's blood glucose. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.